Event description:
Received report of seven large seromas, some accompanied by skin reactions, with c-qur. Doctor has been using product for four years. Doctor does not feel seroma rate was unusual as he has done over 100 cases with c-qur.

Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further details are provided a follow up report will be submitted. The other six reports are: 1219977-2014-00085, 00086, 00087, 00089, 00090 and 00091.